Manufacturer narrative:
Summary of investigation: list of batches supplied to the end customer in the period december 2023 to march 2024: 723154, 723156, 723241, 723243, 723245, 723251, 723404, 723425. There are no previous complaints of any of the possible code batches. (B)(4) units were manufactured for the code and batch 723154; (B)(4) units for the batch 723156; (B)(4) units for the batch 723241; (B)(4) units for the batch 723243; (B)(4) units for the batch 723245; (B)(4) units for the batch 723251; (B)(4) units for the batch 723404 and (B)(4) units of the batch 723425. There are no units in stock of any of the possible code-batches in b. Braun surgical's warehouse. We have received a 1 open td pack. 4 used sutures in sponges. 5 unused and are wound on the pack (sutures in positions 5,6, 7 & 8. 2 sutures in position 7). See pictures attached. Batch manufacturing record: reviewed the batches 723154, 723156, 723241, 723251, 723404 and 723425 manufacturing records, these products had a normal process and the results during the process fulfilled usp/ep and b. Braun surgical specifications. Reviewed the batches 723243 and 723425 manufacturing records, these products had no incidences related to this issue and were released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the root cause is an operational error (human error) when positioning the sutures in the cardboard support. Final conclusion: considering that the results of sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, a CAPA has been opened.

Event description:
It was reported an issue with novosyn suture. The client reported that there were 9 needles packed although there were supposed to be 8 needles in a package, during use. Additional information: list of batches supplied to the end customer in the period december 2023 to march 2024: 723154, 723156, 723241, 723243, 723245, 723251, 723404, 723425. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.